Event description:
The customer called and reported he experienced blood glucose of 43 mg/dl. Customer treated and stated the insulin pump did not threshold suspend. The customer stated he felt like he hit the 20 to 29 mg/dl range. The customer also mentioned he had experienced a low blood glucose of 63 mg/dl two days prior and his symptoms included slurred speech and inability to speak. The threshold suspend limit was set to 60 mg/dl. Customer declined troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.